Manufacturer narrative:
On 06/27/2018, mentor received additional information about the event. The explanted device was replaced with an (B)(4) brand silicone gel breast prosthesis. On 07/17/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: smooth becker 50 expander/mammary prosthesis, catalog: 3502020, lot: 5679417, sn: (B)(4).

Event description:
It was reported that a (B)(6) -year old african american female patient underwent primary breast reconstruction with mentor smooth becker 50 expander/mammary prostheses. Right breast prosthesis rupture was initially noticed by the patient and observed by the doctor. As a result, the patient underwent removal and replacement with an unknown gel breast prosthesis on (B)(6) 2018.